Manufacturer narrative:
(B)(4). This lot was manufactured february 10, 2015 to february 16, 2015. The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. A microscopic inspection of the reservoir identified markings near the rupture line of the interior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate burst before use. There was no patient involvement. No additional information is available.